Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent an angioplasty procedure in cephalic vein using the atlas pta balloon. During the procedure the balloon allegedly would not deflate. It was further reported that a needle through patient's chest wall was used to puncture the balloon to deflate it. Reportedly, after deflating with needle puncture, the procedure was able to continue without issue. There was no reported patient injury.

Event description:
On (B)(6) 2025, a male patient underwent an angioplasty procedure in cephalic vein using the atlas pta balloon. During the procedure the balloon allegedly would not deflate. It was further reported that a needle through patient's chest wall was used to puncture the balloon to deflate it. Reportedly, after deflating with needle puncture, the procedure was able to continue without issue. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon was returned loaded within a sheath. The sheath had a buckled distal end and the tubing connected to the hub was bloody. The balloon was received deflated and bloody, and the catheter shaft was noted to be narrow. During functional testing, an in-house presto inflation device was used to inflate the device to nominal pressure, but it was unable to be inflated. An attempt was made to inflate to rpb and was not able to be inflated. The catheter was cut proximal to the narrow point present on the catheter and attached to a touhy-borst adapter to be inflated but was still unable to inflate. The catheter was cut a second time, this time distal to the narrow portion and attached to the touhy-borst adapter and was not able to be inflated. The balloon was cut and it was noted the glue bullet was not seated correctly on the outer catheter but was rather within the catheter. Dried blood was noted on the inflation ports. No further testing was performed. Therefore, the investigation is confirmed for the reported deflation problem as glue bullet was not seated correctly on the outer catheter, which could have caused deflation issues. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy;lit). G3, h6 (component, method, result, conclusion) . Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.